Event description:
It was reported that during a therapeutic procedure for the removal of biliary calculi, the cables became detached from the handles of the device, and lodged in the pt's duct, while still holding the stone. The complainant indicated that the physician obtained a second device and successfully crushed the stone and removed the basket from the pt's duct. The complainant reported that the pt is doing well, and that there were no adverse affects on the pt.